Event description:
One touch ii meter was prompting the not ok message. The medical affairs specialist left a message with the pt's mother and sent a letter to the pt. No info was provided as to when the pt had last tested with the meter or his diabetes treatment regimen. The pt ate food and/or drank beverage and was taken to the hosp. No info was provided regarding whether the pt had symptoms of high or low blood glucose level at the time of concern. The result obtained at the hosp was not provided. The pt stated that he was given treatment "trying to get his blood sugar down". There is insuffcient info to indicate that the pt experienced injury and medical intervention due to the product. There is an indication that the product malfunctioned, as the customer care rep (ccr) was unable to resolve the not ok issue through troubleshooting. The meter, test strips, and control solution were replaced.